Manufacturer narrative:
(B)(4). D10: concomitant medical products: pn: (B)(6) ln: ((B)(6)) item name: offset modular humeral head. The customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Attempts have been made to gather all product identification information, and no further information has been provided. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was had a revision surgery of a shoulder implant where the humeral head and glenoid were explanted due to glenoid pain. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, b5, d4, d10, g3, g6, h2, h6, h10, h11. D4: the primary unique device identification (UDI) number is not applicable as the device's product number is unknown. Attempts have been made to gather all product identification information, and no further information has been provided. Corrected data: d10 concomitant medical products: pn: 00430004618, ln:61006480, item name: modular humeral head 18 mm head height 46 mm spherical head diameter. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for reviewing device history records; neither was provided. A complaint history review cannot be performed without product identification. Insufficient information provided. Unable to perform a compatibility check. A definitive root cause cannot be determined. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.